Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. D4: unique identifier (UDI). H4: device manufacture date. Evaluation summary: based on the information reported, it was found that there was nothing wrong with the pentax product and that there was a problem with the image output function of the workstation used in conjunction with the pentax product. The hospital contacted with the factory of work station for repair.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When user opened the work station to collect image , the scope did not show image. Stopping using it and contacted device department fot repair. This event occurred at the time of during use. There was no report of patient harm.